Event description:
It was reported that the realize band was explanted due to loss of restriction. The operating room staff reported that it appeared that the band balloon had hole in it. This may have happened at explant but cannot be sure it was done on original implant. A new band was put in place, and the patient is fine. There were no patient consequences.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The realize adjustable gastric band was returned with small nick on the balloon. However the root cause of the balloon leak is difficult to establish with certainty, microscopic examination of the balloon suggest that balloon was nicked by a sharp instrument possibly during explantation or implantation. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. It is also noted that all devices are 100% leaked tested prior to distribution; therefore it is unlikely that a manufacturing issue contributed to the reported event.